Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 239 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that the insulin pump had beeped a few times, and the act button did not respond. He noted that his blood glucose reading was high due to his not being able to treat using the insulin pump; however, he declined troubleshooting for high blood glucose. Advised replacement of the insulin pump. The customer then called back and reported that the issue was resolved with a battery change. Advised that the issue may recur. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.